Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. E1: initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the coronary artery. An opticross hd imaging catheter was advanced for the ultrasound examination of the target lesion. During the procedure, the tip was detached. The procedure was completed with another of the same device. The patient condition following the procedure was stable.